Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was 220 mg/dl at the time of incident. The customer was advised how to perform troubleshooting. It was reported that the power error alarm recurred within a week after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No unexpected low battery alarms noted in the device trace download. Device trace download analysis confirmed the device alarmed power error alarms. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with corroded battery tube.